Event description:
It was reported to medtronic minimed that the customer reported cannot see data on care link reports. The customer reported no adverse event. The event involved product(s) unk_carelinksw. Troubleshooting was performed. Issue was not resolved and escalated. No harm requiring medical intervention was reported. No product return is applicable for unk_carelinksw.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating all reports and observed that the reported event was reproducible. Based on the csr, the reported issue is confirmed. As per the investigation, user had data until (B)(6) and did time change to 2026. On (B)(6) updated the time to current and did another time change. So, customer lost the data between (B)(6). Please suggest the customer to change the time frame in reports tab to generate 2025 reports. Data calendar will display 2026 because of time change. But user can go back to current data and select to generate reports. Patient has to change the time in the pump to current date and start upload to see the updated data calendar in reports page and they can generate from now on. Presume that the data will not be available to generate (overlap data). So, only they can generate current date once they change and upload the pump. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc. The most likely root cause of this issue is due to time change event by the user. The helpline mentioned that they were unable to reach the customer to confirm whether the provided recommendation worked so informed to close the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.